Event description:
It was reported that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced an allergic/hypersensitivity reaction during hd therapy on (B)(6) 2026. As detailed in the product complaint form, the patient experienced nausea, vomiting and pruritus. Follow-up with the clinical manager (cm) revealed the patient arrived at the outpatient dialysis clinic on (B)(6) 2026 for his regularly scheduled treatment. The treatment was initiated on a 2008t hemodialysis system, utilizing an optiflux 180nre dialyzer at 08:06 am. It was reported the patient¿s systolic blood pressure was 150 mmhg upon initiation of treatment. Approximately 90 seconds into the patient¿s treatment he became nauseated and began vomiting. Additionally, the patient began ¿clawing¿ at his arms due to pruritus. The patient¿s treatment was stopped (unknown if blood was returned), and the patient was given zofran for the nausea/vomiting, and the patient reported feeling better. However, once the patient¿s treatment was restarted (unknown if same supplies), he immediately began itching his arms again. The patient¿s treatment was terminated, and the patient was given benadryl (dosage, route not provided). Emergency medical services (ems) were contacted, and the patient was transported to the hospital where he was admitted. While hospitalized, the patient completed two hd treatments on (B)(6) 2026 and again on (B)(6) 2026 utilizing an fx coral dialyzer without any known/reported issues. The patient was reportedly discharged on (B)(6) 2026 after completing his second treatment. The patient returned to the outpatient hd clinic on (B)(6) 2026 for his regularly scheduled treatment, which was completed without any issues utilizing a fx coral dialyzer.

Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third-party carrier's website was reviewed, and it was verified that the provided shipping materials were sent to the customer and were subsequently received. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer, and the serious adverse events of two allergic/hypersensitivity reactions (same treatment/supplies). The patient experienced pruritus, nausea, and vomiting while utilizing the optiflux 180nre dialyzer, which required the early termination of treatment, the administration of zofran/benadryl, hospitalization, and the transition to different dialyzer processed utilizing an alternate sterilization method. While the definitive cause of the serious adverse events is unknown; it is reasonable to conclude the patient did in fact experience an allergic/hypersensitivity reaction. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity/allergic reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect or damage was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux 180nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of an allergic/hypersensitivity reaction, the positive response to an alternate dialyzer, and no manufacturer evaluation, the optiflux 180nre dialyzer cannot be excluded from having a probable causal or contributory role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced an allergic/hypersensitivity reaction during hd therapy on (B)(6) 2026. As detailed in the product complaint form, the patient experienced nausea, vomiting and pruritus. Follow-up with the clinical manager (cm) revealed the patient arrived at the outpatient dialysis clinic on (B)(6) 2026 for his regularly scheduled treatment. The treatment was initiated on a 2008t hemodialysis system, utilizing an optiflux 180nre dialyzer at 08:06 am. It was reported the patient¿s systolic blood pressure was 150 mmhg upon initiation of treatment. Approximately 90 seconds into the patient¿s treatment he became nauseated and began vomiting. Additionally, the patient began ¿clawing¿ at his arms due to pruritus. The patient¿s treatment was stopped (unknown if blood was returned), and the patient was given zofran for the nausea/vomiting, and the patient reported feeling better. However, once the patient¿s treatment was restarted (unknown if same supplies), he immediately began itching his arms again. The patient¿s treatment was terminated, and the patient was given benadryl (dosage, route not provided). Emergency medical services (ems) were contacted, and the patient was transported to the hospital where he was admitted. While hospitalized, the patient completed two hd treatments on (B)(6) 2026 and again on (B)(6) 2026 utilizing an fx coral dialyzer without any known/reported issues. The patient was reportedly discharged on (B)(6) 2026 after completing his second treatment. The patient returned to the outpatient hd clinic on (B)(6) 2026 for his regularly scheduled treatment, which was completed without any issues utilizing a fx coral dialyzer.